Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(6), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was moving homes and was doing a lot of lifting and pushing boxes and they lost stimulation abruptly. An x-ray was performed and it was reported that the lead had pulled out of position. The patient was unable to recharge the battery. A physician mode reset did not work on the battery, so the ins was replaced on (B)(6) 2018. During the operation, fluoroscopy was used to confirm the position of the leads and the lead impedances were checked with a multi-lead trialing cable. The patient reported good coverage following the replacement and had not issues with recharging. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 97714 (B)(4) found the ins to be functionally okay and had insignificant anomalies. Product analysis #(B)(4): analysis information -- 2018-05-31 11:56:12 cst pli# 10, product ID# 97714; below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to #0 electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {0} overdischarge(s). The ins did not sync with a {ultra/sensor/activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The information obtained from the ins upon receipt indicated there was telemetry which indicated that the battery was discharged, but the ins was not recharged at check-in due to a charging complaint. Product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.